Manufacturer narrative:
Confirmed; possible cleaning practices or improper use/handling

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility paint chipped on the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility paint chipped on the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.